Event description:
Reportedly, a decrease of the impedance, over-sensing and under-sensing were observed on this lead.

Event description:
Reportedly, a decrease of the impedance, over-sensing and under-sensing were observed on this lead.

Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the returned lead revealed multiple areas showing early signs of abrasion as well as abrasion along the lead body. Based on the location and characteristics of the affected areas, the damage is most likely due to lead-to-lead abrasion. Electrical impedance measurements indicated values lower than expected along the lead body, consistent with insulation damage. The findings suggest abrasion occurred both on the external tube of the lead and internally, between the two electrical conductors. By removing the internal tube of the lead on the lead body, an alteration was observed at 171 mm and 259 mm from the connector pin, resulting in a short-circuit between the two electrical lines. This finding explains the reported electrical issues associated with this lead. A careful monitoring of the ventricular lead should be performed to ensure the adequate sensing and pacing functionality. The investigation results are retained and used for trending purposes. Please find attached the report.